Manufacturer narrative:
The returned nail was examined visually under magnification and dimensionally using calipers. Visual examination under magnification identified the bend near the distal tip of the nail, with evidence of plastic deformation at the most proximal distal hole. While measurement of the deformed hole showed it larger than specification due to the deformation, surrounding holes did not present an out of specification condition. Additional mdrs associated with this event: 3025141-2019-00196: nail 2.

Event description:
A polarus 3 nail was being implanted. The surgeon tried hammering the nail in and the nail bent and was removed. A second nail was attempted to be implanted and the surgeon hammered the second nail which also bent. The surgery was extended by 1 hour.